Manufacturer narrative:
This complaint record has been deemed not a complaint since it was confirmed that only one capi device was used when the needle broke from the suture.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2015-02295 for the other associated device information. It was reported to boston scientific corporation that a capio slim was used during a sacrospinous fixation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needle broke and was left inside the patient. A new capio and suture were used on the second attempt, however, the needle also broke and was not found. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(6) 2015. Only one capio suturing device and two capio sutures were used during the procedure done on (B)(6) 2015. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2015-02295 for the other associated device information. It was reported to boston scientific corporation that a capio slim was used in the during a sacrospinous fixation procedure performed on an unknown date. According to the complainant, during the procedure, the needle broke and was left inside the patient. A new capio and suture were used on the second attempt, however, the needle also broke and was not found. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Analysis of the returned capio slim device did not confirm the reported event of needle detached. The product returned does not have any visual failure nor functional issues. The carrier was actuated three times and it extended without any problem. Also, it was actuated (deployed) three times with the suture and the needle entered in the slot and the needle was not detached. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that the product returned does not have the needle detached nor functional issues. Based on all gathered information, no further actions are considered necessary. The most probable root cause is not confirmed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2015-02295 for the other associated device information. It was reported to boston scientific corporation that a capio slim was used during a sacrospinous fixation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needle broke and was left inside the patient. A new capio and suture were used on the second attempt, however, the needle also broke and was not found. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on august 13, 2015: only one capio suturing device and two capio sutures were used during the procedure done on (B)(6) 2015. The patient's condition at the conclusion of the procedure was reported to be stable.